Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a call was received by the vad coordinator and surgical fellow. It was reported that the patient is currently admitted for having intermittent low flow alarms, but more frequently. It was reported that the patient has gained 30-40 pounds since implant. The patient weighs approximately (B)(6) pounds. Low flows are not going below 2.0 lpm and are not symptomatic. Low flows appear to be positional and can be reproduced when the patient lays on his right side. An echo-cardiogram was performed and increased the speed from 6000 rpm to 6200 rpm. It was reported that the aortic valve was opening every beat even with increase in speed. The patient not hypertensive. It was indicated that the patient is having some signs of recovery. Computed tomography angiography (cta) was done and per surgical fellow, it was inconclusive. However, images sent and surgical fellow indicated some suspicious areas. They are concerned that the patient might have an outflow graft twist. The suspicious areas are not in the bend relief section of the outflow graft. The surgeon who did the implant is no longer at the hospital. They indicated that the surgical note did state whether or not the outflow graft clip was applied. Upon review of the records in sales force, the outflow graft clip was documented on the device tracking form. Patient remains admitted and is currently stable. Log files for will be sent in for analysis monday morning. Last set of log files done on (B)(6) 2020 for same reason (low flows). The vad team were advised to call back if patient becomes symptomatic or if anything changes. It was reported that the low flow alarms did not resolve completely. The patient is still in house being investigated. The patient had no symptoms. Treatment and plan of care is ongoing at this time. It was reported that the patient is currently in the hospital admitted for the second time in a 5 week period for low flow alarms. The patient had a concerning CT and is currently being evaluated. A log file review was requested. The log file captured low flow events on (B)(6) 2020. The trending presented in the periodic and event log file graphs are not what we typically see with hypovolemia and or hypertension. It appears something else is interfering with the blood volume flowing through the pump. It was reported that the patient was presented to the operating room for a hm3 pump exchange as the surgeon suspects outflow graft twist or some form of impingement restricting flows. Upon arrival to the operating room, flows were 2.3 l per minute at 6400 rpms. Low flow alarms were present. During observation in the operating room, the system monitor that the patient was on subsequently changed colors to green and then auto rebooted. A decision was made by the perfusion staff to exchange out the system monitor into the operating room. There were no adverse events that resulted from this occurrence. The patient is still on track for a pump exchange with the surgeon. The monitor was subsequently taken out of service. The monitor was replaced with a working monitor and a pec was filed. The alarm described was a red heart alarm which was present while the monitor became briefly nonfunctional. While attending the ex-plant and exchange of the hm3 pump, both the territory manager and clinician noticed that the exploited pump did not contain an outflow graft clip.

Event description:
It was reported that the patient remained hospitalized following the pump exchange on (B)(6) 2020 and was never discharged. The patient developed severe vasoplegia and multi-organ failure following the procedure and ultimately expired on (B)(6) 2020. Adverse events following exchange and patient death reported in related manufacturer report number 2916596-2020-05278.

Manufacturer narrative:
Section b5: patient death reported in related manufacturer report number: 2916596-2020-05278. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a twist along the sealed outflow graft. Although a specific cause for the observed outflow graft twist could not be conclusively determined through this evaluation; however, it could have contributed to the reported low flow alarms captured in the submitted log files. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. An additional approximately 1¿ segment of the graft was also returned. The cuff lock was fully engaged, and the apical cuff was not returned. Examination of the sealed outflow graft revealed a twist at the distal end of the graft underneath the bend relief. Based on the tissue accumulation in the space between the graft and bend relief, as well as over the creases created by the twist, the twist appeared to have been present for an unknown period of time during patient support. The occlusion caused by the twist would have contributed to the low flow alarms captured in the submitted log files. The lumen of the sealed outflow graft revealed no evidence of depositions or thrombus formations. Evaluation of the inlet tube revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in flow over time. The device appeared to be functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 1 also lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.